Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient had an MRI scan of the hip at the end of august without realizing that they were not eligible. Patient complained that they were not informed about MRI restrictions and patient is very concerned about risks of MRI and wanted to know how they would check to make sure the patient wasn't hurt or device wasn't damaged. Asked patient if they experienced any pain during the MRI or changes to therapeutic effect or symptoms since having the MRI. Patient has recently noticed a loss of therapeutic effect but also noted that they have changes to urinary symptoms depending on what climate they are in. When patient goes from living in a warm climate to their home 9000 feet in the mountains they urinate more, patient has more accidents and urinates more slowly and has difficulty emptying the bladder and will have incontinence when leaning over and has to wear a pad. Patient was describing what baseline symptoms were like prior to implant. Reviewed risks of MRI per patient inquiry and recommended patient discuss concerns with managing physician.